Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is intermittently unresponsive. During troubleshooting with tandem technical support the "back" button was unresponsive. Customer had elevated blood glucose levels (394 mg/dl). Customer delivered an injection to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.